Event description:
The customer reported generation of 4 (four) false high ise (ion selective electrode) chloride (cl), potassium (k), sodium (na) patients results, involving the dxc 700 au clinical chemistry analyzer. The false results were reported outside the laboratory and later amended. There was no affect or impact to patient treatment in connection to event. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics, example of false results was provided.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found the buffer valve failed to dispense buffer. The fse replaced the buffer valve to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).